Event description:
The image monitor detached and fell to the floor. Apparently the securing nut unscrewed and allowed the monitor to fall. The device is being repaired and will be put back into service.